Manufacturer narrative:
H3: investigation results - the revision reported was likely the result of either prosthesis wear, an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening, patient conditions, or a combination of the three. The loosening may have led to an increase in cement and bone particles in the joint space and contributed to the prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned, and images and radiographs were not provided.

Manufacturer narrative:
The evaluation noted in the revision reported was likely the result of either an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening, patient conditions, or a combination of the two. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear. However, this cannot be confirmed as the explants were not returned for evaluation. (D11) concomitant devices: three peg patella 35mm (cn: (B)(4), sn: (B)(6). Stem extension 80l x16 mm (cn: (B)(4), sn: (B)(6). Lgc tibial fit tray cem sz 2f / 3t (cn: (B)(4), sn: (B)(6). Ps tibial inserts sz 2, 13mm (cn: (B)(4), sn: (B)(6). Tibial stem ext. Screw (cn: (B)(4), sn: (B)(6).

Manufacturer narrative:
Concomitant devices: three peg patella 35mm (cn: 200-02-35, sn: (B)(4)), stem extension 80l x16 mm (cn: 204-36-08, sn: (B)(4)), lgc tibial fit tray cem sz 2f / 3t (cn: 02-012-45-2030, sn:) (B)(4), ps tibial inserts sz 2, 13mm (cn: 204-22-13, sn: (B)(4)), tibial stem ext. Screw (cn: 204-70-00, sn: (B)(4)).

Event description:
The aware will be 15 aug 2019. This project was to find the information submitted by dr. (B)(6) to cases already entered into the exactech complaint system. There has been research into the current electronic complaint handling system, the legacy complaint handling spreadsheets, and the most recent backlog 2018-2019 complaint handling spreadsheet to find matching complaint information. This patient has no match to any of the information we have. Clinical summary: it was reported that an obese (B)(6) female experienced a right knee revision on (B)(6) 2019, due to loosening; revised to non-exactech devices. The patient was taken to the pacu in stable condition and was noted to have a doctor¿s follow-up visit on (B)(6) 2019, with improving right knee pain. Preoperative & postoperative diagnosis- loosening total right knee arthroplasty impression- mechanical loosening of internal right knee prostatitis joint indication-failed revision of right knee replacement. Diagnostics done; negative for infection. Findings- removal of the tibial insert demonstrated significant wear in the medial aspect and around the posterior posts. The femoral implant was essentially loose and was easily removed. Patient information- (B)(6), bmi 52.9 ((B)(6)) relevant medical history- initial right tka (B)(6) 2010 for degenerative joint disease, right knee arthritis resistant to conservative measures. Tka revision for loosening (B)(6) 2015. Hypertension & diabetes. Clinical risks for this patient included obesity which can cause a biomechanical overload and creation of stressors on the natural and implanted joint devices. Hypertension and diabetes affect healing and tissue matrix. These devices are used for treatment not diagnosis.